Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message on the user control panel was confirmed during functional testing and archive data review. The investigation findings revealed that the root cause of the reported issue was due to damaged load cell. Upon visual inspection, no physical damage was observed; however encoder drive shaft exhibits binding and resistance. This observation is not related to the reported event. This was caused by normal wear and tear. Evaluation of the platform during initial power up, revealed a ua 07 error message on the user control panel. The archive data was reviewed and contained multiple ua 07 error message on the reported event date. A load characterization check was performed and identified a damage load cell. Upon replacement of the load cell and clutch deburring, the platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The user was unable to clear the error message. No patient involvement.